Manufacturer narrative:
The device is available for evaluation, however has not been received. Plots: 10227758 MFR date 10/1/2022, expiration date 10/1/2027. 13477144 MFR date 12/1/2022 expiration date 12/1/2027.

Event description:
The event involved a tego¿ connector where it was reported that during dialysis air was noted approximately 2 inches in the arterial blood line. The tego connector attaches the central venous catheter to the blood line. Patient ensured that the tego was attached tightly and not cross threaded. He returned his blood but was unable to return the arterial side as air was present. There was minimal blood loss reported. The tego was replaced. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was received on 8/16/2023. One used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. The used d1000 tego connector was tested, and it met product performance expectations without leakage or allowing air ingress. The complaint was unable to be replicated or confirmed. No mating devices were returned to evaluate with the used d1000 tego connector. The device history review (dhrs) for lots 10227758 and 13477144 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.